Manufacturer narrative:
(B)(6) one device was received for evaluation. Visual inspection found a bubbled dso seal. Multiple 'high alarm displayed: downstream occlusion' alarms were revealed in the event history log. Functional testing was unable to duplicate an unknown issue. However, it was determined that the dso sensor was the root cause. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was sent in for repair for an unknown issue. However, the device investigation found a faulty downstream occlusion (dso) sensor. There was unknown patient involvement.